Manufacturer narrative:
No specific corrective action due to mitigative prevention of hazards is assigned to this report. A review of the relevant device history records and the raw material history files for batch 917 did neither indicate recorded quality problems nor rejections related to this incident. If any further info is becoming available, MFR immediately will inform FDA. If no further info is becoming available, MFR considers this file as closed.

Event description:
Internal report-number: (B)(4). Event took place in (B)(6) and was reported to national health authority. Tentative translation from users narrative: the pharmacist has to tell us about an incident on a pt. When removing the needle, the needle broke and a piece of 1 cm remained in the interspinous space of the pt. They were not able to remove the needle track of the pt.